Event description:
Pt was revised to address acetabular loosening.

Manufacturer narrative:
Report for (quantity 2) of this product/lot combination. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.